Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/15/2015 with the following findings: there were replace battery alarms observed in the black box and alarm history. Current draws were within specifications. There were no errors, alarms or warnings duplicated investigation. The pump cover was removed and there was no damage found internally. Unrelated to the original complaint, the pump powered on with a test battery cap to a dim discolored display. Also unrelated, the battery compartment was cracked, but the cap was able to fully tighten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.